Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty activating the safety mechanism is confirmed and was determined to be related to damage to the guidewire during use of the product. One 20 ga accucath ace was returned for evaluation. An initial visual observation of the returned device showed blood residues throughout the device. The safety mechanism button appeared to be engaged, but the needle was observed to be only partially retracted into the housing. A functional test of attempting to engage the safety mechanism completely involved manipulation of the guidewire and the needle. The needle retracted completely after manipulation of the device. A microscopic observation revealed no breaks or damage along the guidewire of the device. The guidewire was exiting the device through the flash notch along the needle shaft. Nothing remarkable was observed along the housing or safety mechanism of the device. This damage to the guidewire will prevent the safety mechanism from activating as intended. This failure may occur if there is a steep insertion angle and the device is not properly stabilized, resistance is met during advancement of the guidewire, or due to improper advancement and retraction of the guidewire during use of the product. A review of the manufacture quality and inspection records for the implicated product batch likewise indicated no potentially related issues related to product manufacture, assembly, and packaging. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that issues with needle retraction, leading to additional stick. The needle retraction failure was during patient use. The catheter would not advance and the catheter was removed from the patient. When the nurse pushed the button to retract, about 1cm of the needle would not retract back.